Event description:
It was reported that in 2005, resistance was felt when inserting the catheter after multiple extractions of thrombus from the superior mesenteric artery in a pt with thrombotic disease. Initially, the physician reported that the resistance was believed to be the result of vessel spasms, but now questions this occurrence. Following removal, the clinician observed that the balloon was missing from the distal tip. The balloon, however, was not retrieved at this time. Subsequently, two days later, a second operation was performed when the pt complained of stomach pain. The balloon was located within the superior mesenteric artery and removed at this time. It was also reported that during the second operation approx 20 cm of bowel was removed due to necrosis. The relationship between the detached balloon and reported necrosis is unknown since the physician also reported that there was adequate collateral circulation to the bowel.